Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips there was no discharge during CPR. The device was reported to be in use on a patient, causing a delay in life-threatening therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. Patient information has been requested.

Event description:
It was reported to philips there was no discharge during CPR. Additional details have been requested. It is not known if the device was in use on a patient, but we are considering this was a potential delay in life threatening therapy/treatment therefore serious injury. However, no direct adverse event to the patient or user was reported.